Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - failure to follow steps/instructions for use (incorrect angle during insertion/deployment). The first prostar xl is being filed under a separate medwatch MFR number. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device evaluation found the needle slots and suture ports appeared normal. The device was disassembled and there was no bent set on the holder shaft. There was a needle strike mark on the barrel face. The evidence of a needle strike mark on the barrel face suggested that the needle might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degrees, or the patient anatomical condition such as obesity or calcification/scarring of the site can deflect the needles. It was reported that the device was held at a 80-90 degree angle and after deploying the needles 2cm, resistance was felt. Per the instructions for use, do not insert the device into the femoral artery at an angle greater than 45 degrees to the longitudinal plane. The probable cause for the needle strike mark on the barrel face is related to user error for not following the instructions for use. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint database was performed and there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a physician trained in the use of the prostar xl attempted arteriotomy closure of the mildly calcified common femoral artery after an interventional procedure. Reportedly, during needle deployment, holding the device at a 80-90 degree angle, a needle miss occurred. While using the back-down technique with a clamp, slight force was used to push down the shaft of the handle pull rod and it kinked 2-3 cm below the handle. As more force was applied, the shaft of the pull rod broke in the same area of the kink. However, all four needles were retracted. The device was removed and another prostar xl was inserted. The device was held again at a 80-90 degree angle and after deploying the needles 2 cm, resistance was felt. The device was removed. A third prostar xl was held at the correct angle and was deployed successfully. A control angiogram was taken confirming the puncture site was closed and there was no bleeding. There was no adverse patient sequela. Though requested, no additional information was provided.